Event description:
(B)(6) ref# (B)(4): this is a loaner kit complaint and it was found during inspection at our warehouse. The movement part of the reamer guide is raising out of the main body, so it makes the device difficult to attach to the calcar reamer. The device will be returned for evaluation.

Manufacturer narrative:
A complaint was reported due to the protrusion of the trigger of the hook mechanism on a polarstem reamer guide. Visual inspection confirmed the reported issue. Additionally numerous scratch marks are visible on the surface where the reamer guide and the reamer are in contact. A dimensional evaluation did not detect any deviation from the essential dimension requirements. A tolerance analysis performed could however not exclude the possibility of a protrusion of the hook mechanism even in the case where all essential dimension requirements are met. There is however no indication that the reported issue could affect the surgery being performed. A new design of the device has been released in order to prevent the reoccurrence of this issue. The root cause is attributed to insufficient design specifications. Further investigations have been initiated to review the performance of this device. This complaint has been reopened for reporting reasons, according to the current procedure. No additional information became available. Smith and nephew will monitor this device for further similar issues.